Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A sample device was not returned for analysis. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the cartridge tip was found deformed and expanded in the shape of a trumpet. The surgery was completed without product replacement. There was no patient harm reported. No further information is expected.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the deformed tip was found before using it to the patient. There was no patient contact.